Event description:
Healthcare professional reported ¨baker grade IV capsular contracture¨. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: baker grade IV capsular contracture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¨baker grade IV capsular contracture¨. This record is for the left side. Device has been explanted.